Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a left hip procedure, the stem would not go down into the canal. A new stem was used and went down smoothly. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.